Manufacturer narrative:
Device evaluation: investigation into this event was limited to review of the information received, as the device was not returned. The part number and lot number were returned after the investigation was closed. Upon receipt of the part number and lot number, the device history records were pulled and reviewed. No problems were found. Depuy considers this complaint closed at this time.

Event description:
Complainant claims insert was revised due to premature failure of the insert.